Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.the manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext/4cq/mq/wr/f/re/sb/230cm was cracked and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Inspection of the returned sample showed the root of the infusion filter downstream side was broken. In the damaged part, traces of defects in assembly work such as poor adhesion were not recognized. From the filter manufacturer's vendor, it is shipped complying with the bending strength standard value of 3.175 kg or more. In addition, in our manufacturing process, we are conducting a total number of visual inspection just before packaging, and after packaging, we have moved all boxes from sterilization process to shipment. Based on the above, it was assumed that this event took place on the relevant part during the time from shipment after manufacture to during use and it was damaged.

Event description:
It was reported that ext/4cq/mq/wr/f/re/sb/230cm was cracked and leaked. No serious injury or medical intervention was reported.